Event description:
It was reported that the user experienced persistent high blood glucose of 400 mg/dl while using an ilet with a 23" teflon inset infusion set, performed multiple supply changes without visible issues, then disconnected and administered a manual subcutaneous insulin injection, after which glucose decreased. Customer care provided remote troubleshooting and shipment of replacement supplies to the user. Investigation of this case revealed an unclear cause. No symptoms associated with hyperglycemia reported. Outcomes included resolution of high glucose without hospitalization. It was concluded that the cause of the hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.